Event description:
As reported via the edwards clinical specialist, post deployment of the edwards sapien valve the patient experienced complete av block. A temporary pacemaker was placed and the patient received a permanent pacemaker (ppm) 4 days later. According to the case summary, shortly after the first valvuloplasty (with a non-edwards bav) the patient went into partial av block. The sapien valve was implanted without incident. There was no pv leak and valve was placed 50:50. After implant the heart rate was around 30bpm, and patient was in complete av block. After extubation, the blood pressure dropped to 60 systolic. The patient was hypoxic, and was re-intubated. A temporary pacemaker was placed and was set at 80 bpm and the bp was restored to normal. The patient received a ppm 4 days s/p tavr. The patient is in a stable condition in the ICU.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, heart blocks, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of av block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact root cause of the reported event cannot be confirmed; however, it is likely that procedural factors (balloon inflation in the annulus and valve deployment) and the patient's underlying cardiac pathology including pre-existing, atrial arrhythmia s/p atrial flutter ablation, 1st deg av block and htn, could have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.